Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an external abrasion breaching the optim sheath 11.1 to 11.4 cm from the connector pin. The silicone insulation was found intact in this region. The cause of the abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported that the right ventricular lead exhibited high pacing and defibrillation impedance. The lead was explanted and replaced on (B)(6) 2017. During the explant procedure, lead fracture was also noted. The patient was stable.